Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2 CPAP device. The patient alleged noticing unit smells like burning plastic. This notification was opened for review for information received that a smells like burning plastic. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer previously received information alleging an issue related to a ds2 device's sound abatement foam. The patient has alleged the unit smells like burning plastic. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal inspection: the manufacturer observed evidence of liquid spots, a dust like contaminate, and hairlike fibers on the top enclosure, center enclosure, and the heater plate along with hairlike fibers were observed on the ui (user interface) bezel and blower motor. The bottom enclosure had hairlike fibers, iso port (international organization for standardization), blower box cap, and the blower box. Manufacturer technician did not observe an odor from the device. The device was returned without the power supply, power cord, and water tank. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint of a burning plastic odor.